Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Pump received with frozen display due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform the displacement and self test due to frozen display. Pump received with minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump was exposed with moisture. The customer¿s blood glucose level was 213 mg/dl. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.